Event description:
It was reported that an external pulse generator (epg) displayed an error code. The biomedical engineer removed the battery and replaced it which cleared the error code. He has run several tests and plans to run one more. If the final test does not produce the error code, he will put the device back in service. Follow up found that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).